Manufacturer narrative:
The medium-large clip applier instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The medium-large clip applier part# 470327-12/ lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 58 uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable. Information for the blank field is not available.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not apply the clips. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional testing of the medium-large clip applier is not possible due to the returned condition of the device. An additional observation not reported by the site was also observed. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The root cause of this failure is attributed to mishandling/misuse.